Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 340 mg/dl at time of incident and current blood glucose level was 296 mg/dl. The customer¿s blood glucose levels were 400 mg/dl and 296 mg/dl. The customer was treated with shot. It was reported that the pump had insulin flow blocked messages. The customer was assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin exited. The customer was advised to change the entire infusion set system. The insulin pump will not be returned for analysis.